Manufacturer narrative:
Manufacturer narraticve: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious events of abscess and extravasation at the implant site and the non-serious events of pain, erythema and inflammation at the implant site were considered expected and possibly related to the treatment. The non-serious event of injection site indentation was considered unexpected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions and punctures to prevent permanent damage. Potential contributory factors include injection technique and large volume of product used. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-jul-2019 by a physician, which refers to a female aged 30 years. Additional follow up information was received on 22-jul-2019 from a physician through doc to doc contact. No information about medical history, concomitant medication or history of allergies has been provided. The patient had been treated with sculptra in the past in the same areas and other areas without experiencing adverse effects. On (B)(6) 2019, the patient received treatment with 5 vials of sculptra (lot 1a8129, exp. Date feb-2021). The vials were distributed as follows: 2 vials on each buttock and 1 vial on the left hip. Each vial was diluted as follows: distilled water - 18 ml (8 ml directly in the vial, left in dilution for 48 hours + 10 ml added at the time of application) + 2ml of lidocaine without vasoconstrictor, totalizing 20 ml. The injection was performed with the use of 22g micro cannula in the areas where the infiltration level was subcutaneous cellular tissue and with 13 x 0.45 needle where the level was subdermal. Lot number and injection techniques were not reported. Four days later, on (B)(6) 2019, the patient attended the physician clinic reporting right buttock pain(implant site pain). There was a hyperemic(implant site erythema) region in the center of the buttock, with phologistic signs/nonspecific inflammatory signs(implant site inflammation), and subcutaneous liquid collection(implant site extravasation). As corrective treatment, the clinical condition was treated with bactrim f [sulfamethoxazole] and ketoprofen [ketoprofen], both by oral route of administration. The physician also performed the collection of material for culture. On (B)(6) 2019, the patient returned to physician's office with the result of the culture, which showed no bacterial growth and again there was subcutaneous liquid collection in significant quantity. This time, the physician removed the material (bloody color and gelatinous consistency, odorless) and sent sample for histopathological examination. A few days later, the histopathological examination detected nonspecific inflammatory signs in the amorphous material, without conclusive results. For about 2 months, 1 to 2 weekly punctures were required to relieve pain symptoms. The amount of material collected became clearer and slightly reduced over time, but never ceased. The physician used unspecified corticoids with discrete result. The physician informed that in early april the patient chose to continue her treatment at another clinic and she no longer followed the case. The physician consulted with a company physician regarding that the patient had skin depression(injection site indentation) as a sequel. The case was not well characterized. Clinically it looked like an abscess(implant site abscess), and most likely it was one. It was noticed that the exam was performed on the left buttock and not at the right buttock as previously informed by the physician. The physician forwarded the patient's exam reports with the following information: cytopathological report of left buttock biopsy performed on (B)(6) 2019. Material: 4 glass slides. Microscopy/diagnosis: left buttock cytological preparations demonstrated smear represented by numerous inflammatory cells represented by neutrophil polymorphonuclear cells and mononucleated cells diffusely arranged, interspersed with amorphous material and cellular debris. The microscopic findings were compatible with the diagnosis of active inflammatory process, with debris cellular and material amorphous. Culture report: material: abscess drainage. Absence of isolated bacteria. Observations: absence of microbial growth in the analyzed sample. Outcome at the time of the report: abscess was unknown. Phologistic signs/nonspecific inflammatory signs was recovering/resolving. Pain was unknown. Hyperemic was unknown. Subcutaneous liquid collection was recovering/resolving. Skin depression was unknown. Tracking list: v.0 initial; v.1 fu received on 22-jul-2019: lot number, expiry date and results from investigation were provided.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-jul-2019 by a physician, which refers to a female aged 30 years. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously been treated with sculptra in the same areas (buttocks) and other areas without experiencing adverse effects. On (B)(6) 2019 the patient received treatment with 7 vials of sculptra (lot 1a8129, exp. Date feb-2021). The vials were distributed as follows: two vials on the gluteus d and three vials on the gluteus e, and one vial in each breast. Each vial was diluted as follows: distilled water - 18 ml (8 ml directly in the vial, left in dilution for 48 hours + 10 ml added at the time of application) + 2ml of lidocaine without vasoconstrictor, totalizing 20 ml. The injection was performed with the use of 22g micro cannula in the areas where the infiltration level was subcutaneous cellular tissue and with 13 x 0.45 needle where the level was subdermal. Lot number and injection techniques were not reported. Four days later, on (B)(6) 2019 the patient attended the physician clinic reporting right buttock pain(implant site pain). There was a hyperemic(implant site erythema) region in the center of the buttock, with phologistic signs/nonspecific inflammatory signs(implant site inflammation), and subcutaneous liquid collection(implant site extravasation). As corrective treatment, the clinical condition was treated with bactrim f [sulfamethoxazole] and ketoprofen [ketoprofen], both by oral route of administration. The physician punctured the compromised site of the buttock and also performed the collection of material for culture. On (B)(6) 2019 the patient returned to physician's office with the result of the culture, which showed no bacterial growth and again there was subcutaneous liquid collection in significant quantity. This time, the physician removed the material (bloody color and gelatinous consistency, odorless) and sent sample for histopathological examination. A few days later, the histopathological examination detected nonspecific inflammatory signs in the amorphous material, without conclusive results. For about 2 months, 1 to 2 weekly punctures were required to relieve pain symptoms. The amount of material collected became clearer and slightly reduced over time, but never ceased. The physician used unspecified corticoids with discrete result. The physician informed that in early april the patient chose to continue her treatment at another clinic and she no longer followed the case. Follow up information was received on 22-jul-2019 from the physician. The physician consulted with a company physician since the patient had skin depression(injection site indentation) as a sequel. The case was not well characterized. Clinically it looked like an abscess(implant site abscess), and most likely it was one. It was noticed that the exam was performed on the left buttock and not at the right buttock as previously informed by the physician. The physician forwarded the patient's exam reports with the following information: cytopathological report of left buttock biopsy performed on (B)(6) 2019. Material: 4 glass slides. Microscopy/diagnosis: left buttock cytological preparations demonstrated smear represented by numerous inflammatory cells represented by neutrophil polymorphonuclear cells and mononucleated cells diffusely arranged, interspersed with amorphous material and cellular debris. The microscopic findings were compatible with the diagnosis of active inflammatory process, with debris cellular and material amorphous. Culture report: material: abscess drainage. Absence of isolated bacteria. Observations: absence of microbial growth in the analyzed sample. Follow-up information was received on 18-oct-2019 and 21-oct-2019 from a physician. The physician reported that after the sculptra treatment, the patient experienced recurrent cold abscess on the gluteus maximus, tendonitis(tendonitis) and myositis(myositis) on the minimal and medium gluteus. The patient searched for another physician to perform her treatment. The physician already operated the patient and sent for biopsy. Follow up information was received on 07-nov-2019 from another physician. The patient experienced a local volume increase in the buttocks and the physician who performed the procedure had traveled. At this moment, the patient sought another physician (current reporter). The physician punctured the compromised site of the buttock and treated with oral antibiotics initially. The physician believed that a cold abscess was formed on one buttock and he denied signs of infectious focus. Additionally, the physician informed that buttock nuclear magnetic resonance was performed on both sides and he would send the results. The physician reported that the patient had a radiated thigh pain (pain) that the physician thought to be due to compression. The physician debrided two regions: the infragluteal fold and the most lateral area of the buttock and a drain was placed in (B)(6) 2019. Outcome at the time of the report: abscess was unknown. Subcutaneous liquid collection was recovering/resolving. Phologistic signs/nonspecific inflammatory signs was recovering/resolving. Pain was unknown. Hyperemic was unknown. Skin depression was unknown. Tendonitis was unknown. Myositis was unknown. Radiated thigh pain was unknown. Tracking list: v.0 initial report v.1 fu received on 22-jul-2019: lot number, expiry date and results from investigation were provided. V.2 fu received on 18-oct-2019 and 21-oct-2019 from a physician: events tendonitis and myositis were added. Ae frequency for abscess was updated, biopsy added to lab. Additional reporters were added. V.3 fu received on 07-nov-2019 from another physician. Additional event of radiated thigh pain was added. Past treatment location, additional treatment measures including debridement and placing of drain and buttock nuclear magnetic resonance performed was added to narrative.

Manufacturer narrative:
Manufacturer narrative: sanofi confirms that no quality issues have been identified in the overall manufacturing process of the specified batch, nor in the row materials used for its manufacture, confirming that the product released for the market is conform to the cgmp and to the specifications requirements. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious events of abscess and extravasation at the implant site and the non-serious events of pain, erythema and inflammation at the implant site were considered expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions and punctures to prevent permanent damage. The non-serious event of injection site indentation, tendonitis, myositis and pain at thigh were considered unexpected and possibly related to the treatment. Tendonitis and myositis are most likely secondary to the underlying infection and a radiated pain might be secondary to nerve compression. Potential contributory factors include injection technique and the large volume of product used. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-jul-2019 by a physician, which refers to a female aged 30 years. Additional follow up information was received on 22-jul-2019 from a physician through doc to doc contact. No information about medical history, concomitant medication or history of allergies has been provided. The patient had been treated with sculptra in the past in the same areas and other areas without experiencing adverse effects. On (B)(6) 2019, the patient received treatment with 5 vials of sculptra (lot 1a8129, exp. Date feb-2021). The vials were distributed as follows: two vials on the gluteus d and three vials on the gluteus e. Each vial was diluted as follows: distilled water - 18 ml (8 ml directly in the vial, left in dilution for 48 hours + 10 ml added at the time of application) + 2ml of lidocaine without vasoconstrictor, totalizing 20 ml. The injection was performed with the use of 22g micro cannula in the areas where the infiltration level was subcutaneous cellular tissue and with 13 x 0.45 needle where the level was subdermal. Lot number and injection techniques were not reported. Four days later, on (B)(6) 2019, the patient attended the physician clinic reporting right buttock pain(implant site pain). There was a hyperemic(implant site erythema) region in the center of the buttock, with phologistic signs/nonspecific inflammatory signs(implant site inflammation), and subcutaneous liquid collection(implant site extravasation). As corrective treatment, the clinical condition was treated with bactrim f [sulfamethoxazole] and ketoprofen [ketoprofen], both by oral route of administration. The physician also performed the collection of material for culture. On (B)(6) 2019, the patient returned to physician's office with the result of the culture, which showed no bacterial growth and again there was subcutaneous liquid collection in significant quantity. This time, the physician removed the material (bloody color and gelatinous consistency, odorless) and sent sample for histopathological examination. A few days later, the histopathological examination detected nonspecific inflammatory signs in the amorphous material, without conclusive results. For about 2 months, 1 to 2 weekly punctures were required to relieve pain symptoms. The amount of material collected became clearer and slightly reduced over time, but never ceased. The physician used unspecified corticoids with discrete result. The physician informed that in early april the patient chose to continue her treatment at another clinic and she no longer followed the case. The physician consulted with a company physician regarding that the patient had skin depression(injection site indentation) as a sequel. The case was not well characterized. Clinically it looked like an abscess(implant site abscess), and most likely it was one. It was noticed that the exam was performed on the left buttock and not at the right buttock as previously informed by the physician. Follow-up information was received on 18-oct-2019 and 21-oct-2019 from a physician. The physician reported that after the sculptra treatment, the patient experienced recurrent cold abscess on the gluteus maximus, tendonitis(tendonitis) and myositis(myositis) on the minimal and medium gluteus. The patient searched for another physician to perform her treatment. The physician already operated the patient and sent for biopsy. The physician forwarded the patient's exam reports with the following information: cytopathological report of left buttock biopsy performed on (B)(6) 2019. Material: 4 glass slides. Microscopy/diagnosis: left buttock cytological preparations demonstrated smear represented by numerous inflammatory cells represented by neutrophil polymorphonuclear cells and mononucleated cells diffusely arranged, interspersed with amorphous material and cellular debris. The microscopic findings were compatible with the diagnosis of active inflammatory process, with debris cellular and material amorphous. Culture report: material: abscess drainage. Absence of isolated bacteria. Observations: absence of microbial growth in the analyzed sample. Outcome at the time of the report: abscess was unknown. Subcutaneous liquid collection was recovering/resolving. Phologistic signs/nonspecific inflammatory signs was recovering/resolving. Pain was unknown. Hyperemic was unknown. Skin depression was unknown. Tendonitis was unknown. Myositis was unknown. Tracking list: v.0 initial. V.1 fu received on 22-jul-2019: lot number, expiry date and results from investigation were provided. V.2 fu received on 18-oct-2019 and 21-oct-2019 from a physician: events tendonitis and myositis were added. Ae frequency for abscess was updated, biopsy added to lab. Additional reporters were added.

Manufacturer narrative:
Manufacturer narrative: the reported lot number was valid. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious events of abscess and extravasation at the implant site and the non-serious events of pain, erythema and inflammation at the implant site were considered expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions and punctures to prevent permanent damage. The non-serious event of injection site indentation, tendonitis and myositis were considered unexpected and possibly related to the treatment. Tendonitis and myositis are most likely secondary to the underlying infection. Potential contributory factors include injection technique and large volume of product used. The case meets the criteria for expedited reporting to the regulatory authorities.

Manufacturer narrative:
Lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious events of abscess and extravasation at the implant site and the non-serious events of pain, erythema and inflammation at the implant site were considered expected and possibly related to the treatment. The non-serious event of injection site indentation was considered unexpected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions and punctures to prevent permanent damage. Potential contributory factors include injection technique and large volume of product used. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-jul-2019 by a physician, which refers to a female aged 30 years. No information about medical history, concomitant medication or history of allergies has been provided. The patient had been treated with sculptra in the past in the same areas and other areas without experiencing adverse effects. On (B)(6) 2019, the patient received treatment with 5 vials of sculptra. The vials were distributed as follows: 2 vials on each buttock and 1 vial on the left hip. Each vial was diluted as follows: distilled water - 18 ml (8 ml directly in the vial, left in dilution for 48 hours + 10 ml added at the time of application) + 2ml of lidocaine without vasoconstrictor, totalizing 20 ml. The injection was performed with the use of 22g micro cannula in the areas where the infiltration level was subcutaneous cellular tissue and with 13 x 0.45 needle where the level was subdermal. Lot number and injection techniques were not reported. Four days later, on (B)(6) 2019, the patient attended the physician clinic reporting right buttock pain(implant site pain). There was a hyperemic(implant site erythema) region in the center of the buttock, with phlogistic signs/nonspecific inflammatory signs(implant site inflammation), and subcutaneous liquid collection(implant site extravasation). As corrective treatment, the clinical condition was treated with bactrim f [sulfamethoxazole] and ketoprofen [ketoprofen], both by oral route of administration. The physician also performed the collection of material for culture. On (B)(6) 2019, the patient returned to physician's office with the result of the culture, which showed no bacterial growth and again there was subcutaneous liquid collection in significant quantity. This time, the physician removed the material (bloody color and gelatinous consistency, odorless) and sent sample for histopathological examination. A few days later, the histopathological examination detected nonspecific inflammatory signs in the amorphous material, without conclusive results. For about 2 months, 1 to 2 weekly punctures were required to relieve pain symptoms. The amount of material collected became clearer and slightly reduced over time, but never ceased. The physician used unspecified corticoids with discrete result. The physician informed that in early (B)(6) the patient chose to continue her treatment at another clinic and she no longer followed the case. The physician consulted with a company physician regarding that the patient had skin depression(injection site indentation) as a sequel. The case was not well characterized. Clinically it looked like an abscess(implant site abscess), and most likely it was one. Outcome at the time of the report: abscess was unknown. Phlogistic signs/nonspecific inflammatory signs was recovering/resolving. Pain was unknown. Hyperemic was unknown. Subcutaneous liquid collection was recovering/resolving. Skin depression was unknown.